Event description:
Attorney reported: on (B)(6)2007, patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a bard composix kugel mesh. On (B)(6)2008, patient's condition worsened, and she presented to the hospital due to abdominal pain. She was found to have an infection and bowel obstruction. During surgery, her surgeon found that the mesh had adhered to the bladder and to the bowel. An end to end anastomosis was required. After resection the bowel, the mesh was explanted. Thereafter, the patient underwent repair of the bladder. On (B)(6)2009, patient was discharged. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesion is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.